Event description:
It was reported that an edwards aortic valve was explanted after an implant duration of approximately 91 months. Patient underwent re-entry aortic root replacement with another 29mm edwards magna bovine pericardial valve within a 32mm gelweave valsalva graft (biological bentall repair), and an aortic hemi-arch repair. The explanting surgeon indicates, "the strut at the left/right commisure was fractured and he did have at least mod ai with an odd eccentric jet. His surgery was predicated on his ascending aorta which was aneurysmal. The prosthesis itself did not determine his surgery. That said, there was little choice but to explant it. The injury is visible on the patients cath film".

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms this device passed all manufacturing and sterilization inspections with no related abnormalities. Despite multiple attempts, the hospital declined to return the subject device to edwards for evaluation. Attempts to obtain photos of the explanted valve are ongoing. Edwards investigation and conclusions regarding this event will be reported once completed.